Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) surgical explant procedure due to a battery depletion (bd) code, the physician observed that the electrode position was suboptimal. This electrode was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted s-ICD system was retained by the healthcare facility and is not expected to be returned for analysis.